Event description:
Hosp personnel called for guidance to request info (literature, etc) on how to minimize extravasating over past 6-7 months, hosp personnel report extravasations. No equipment malfunction reported.